Event description:
The patient was admitted with a device history of hv epi- sodes. On the day of admittance, the patient had a string of vf events that the device did not sense. The patient had a low amplitude vf signal. Increasing the sensitivity helped, but the device still did not sense all of the vf episodes and consequently did not deliver hv therapy. Programmer controlled shocks from the device momentarily broke the rhythm, but it started back up. The patient expired.

Manufacturer narrative:
No medwatch form was received.